Manufacturer narrative:
(B)(4). G2: canada. H6: mechanical (g04) - drill customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the impactor was found fractured outside of a surgical setting during a routine maintenance review. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the reamer is cracked through on 3 of 4 sides of the stepped cutting end at the smallest step. The stepped cutting edges are dulled and have nicks, scratches and gulling are present around the collar of the cutting end. Scratches are also present along the shaft and on the threaded end collar. No other damage was noted during visual evaluation. Product identifiers where measured were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.